Event description:
In (B)(6) 2012, I had the essure procedure done. I chose this option because I was a working mother of two and there was little down time. After having the procedure, I started having severe cramping, abdominal pain, headaches sometimes turning into migraines, and very heavy periods (with clots). I have since had ultrasounds, MRI for the migraines, and placed on a number of medicines. I'm still going to the obgyn to try to get my pain under control and have now also been put on birth control.